Manufacturer narrative:
Product ID 8870, serial# unknown, product type: software. Product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID 8731, serial# (B)(4), implanted: (B)(6)2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8840, serial# unknown, implanted: n/a, explanted: n/a, product type: programmer, physician. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine (concentration and dose unknown) via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2017 that the patient had a significant history of low back and lower extremity pain. It was related that the patient had previously been treated with ice, heat, anti-inflammatory medication, and physical therapy without benefit. The patient had undergone surgical intervention without improvement and no further surgical intervention was felt to be indicated. The patient subsequently underwent an intrathecal morphine trial which resulted in over (B)(4) elimination of their pain during the trial period leading to permanent implantation of an intrathecal morphine pump and catheter in 2004. It was related that the patient was doing well until recently when the patient¿s management of the pump changed. The pump subsequently went dry and the patient then presented to the reporting hcp¿s office for further consideration of intrathecal pump management in light of the fact the pump had no medication in it for an extended period of time. It was stated that they were concerned there would be damage to the catheter. The patient subsequently underwent an ¿intrathecal catheter access study ,¿ which revealed full blockage of the catheter no cerebrospinal fluid (csf) could be aspirated, nor could any dye be injected. It was stated that in light of the above and the patient¿s positive response to the use of the intrathecal pump, the patient requested that they proceeded with replacement of the intrathecal pump as well as moved the pump from the abdominal area into the lumbar area and also replaced the catheter in light of the fact that the current catheter was blocked. It was stated that this procedure was considered medically necessary, reasonably, and appropriate in light of the failure of conservative, interventional and surgical methods to control pain. In addition, it was also stated that the procedure was considered medically necessary, reasonable, and appropriate in light of positive response to the intrathecal morphine trial resulting in over (B)(4) elimination of pain during the trial period leading to permanent implantation of this device for which ¿tenderness catheter¿ was now nonfunctioning as well as the pump was at its end of life, requiring replacement of the pump and also catheter system. It was indicated that no psychological contraindication existed and that psychological clearance had previously been obtained. It was stated that the procedure was considered a late resort secondary to failure of the above-mentioned treatment intervention as well as the positive response to intrathecal trial leading to a positive response to intrathecal pump for which the pump was now at its ¿end-of-life¿ as well as the catheter was non-functioning. It was indicated that discussion was held in length regarding the treatment approach and surgical options available to the patient and how they would proceed. Risks and benefits were stated and the patient signed the informed consent which was witnessed. The preoperative and postoperative diagnoses for the patient were reported as end-of life intrathecal pump, intrathecal catheter mal function and blockage, failed back syndrome, chronic intractable low back pain, and lumbar radiculopathy. The procedures performed were intrathecal catheter revision/permanent implantation with fluoroscopic guidance, intrathecal pump replacement with new pocket formation, intrathecal pump filling, and intrathecal pump programming. Details regarding the procedure were reported. The date of the surgery was (B)(6) 2017. It was noted that when the hcp removed the pump and then disconnected the catheter, they tried again to aspirate csf fluid from the catheter but it was again unsuccessful, again demonstrating blockage of the catheter, per the hcp. It was stated at that point in time in light of the fact that the catheter was not able to be used, discussion had previously been held with the patient about tying the catheter off and placing a new catheter, it was felt appropriate to proceed in that fashion at that point in time. The new intrathecal catheter was placed at l3-l4 and was advanced until it reached proximally the l1 vertebral segment. It was noted that good csf flow was verified. A pocket was created in the left lumbar paraspinal region. It was noted that the pump had been filled with hydromorphone at the patient¿s request at a 0.1 mg/ml concentration. Sutures were placed over the end of the original catheter to prevent any csf flow, and the original catheter was left in place except the distal portion was again removed. No further complications were reported or anticipated.